Event description:
The customer's daughter reported an issue with the display on her freestyle blood glucose meter. Customer reported that "parts of characters were missing." The customer experienced the following symptoms: "lethargic, sweating, headache." Paramedics were called and she was treated with "two glasses of orange juice, hard candy and cheese balls" to counteract the event. There was no report of medical diagnose for the customer's medical condition.

Manufacturer narrative:
Customer returned the meter. The complaint was not confirmed. Meter powered on with button depression and insertion of strips. Missing segments were not observed during the investigation. No further investigation is necessary.